Event description:
It was reported that the guidewire (different manufacturer) did not cross the lesion. The physician used the ivus catheter for assistance with the guidewire; however, the ivus catheter got stuck at the lesion as the physician was moving the guidewire in the artery. Subsequently, the ivus catheter and guidewire were removed from the pt's body together as a system. Upon removal from the artery, the physician observed damage on the exit port of the catheter. Another catheter was used however the guidewire (different manufacturer) did not cross the lesion and the procedure of ivus imaging was aborted. There was no report of pt injury due to this event.

Manufacturer narrative:
(B)(4). The complaint device has not been received by the manufacturer so a device eval has not been performed yet. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's investigation is completed.